Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Unable to reprogrammed the sensor. The sensor was de-cased and battery was replaced and corrosion was observed. Attempted to reprogram and activate the sensor and sensor was found to be in sensor state 6. Returned battery was replaced with a known good battery. Again attempted to reprogram and activate the sensor but sensor was found to be in sensor state 6. An extended visual inspection was performed on the returned de-cased sensor and corrosion was observed on pcba (printed circuit board assembly). Attempt to extract data from the returned sensor using evm (evaluation module) and patch reader software. The sensor was found to be in sensor state 6. An attempt was made to re-program the sensor and the sensor was re-programmed but sensor goes to sensor state 6 every time. Due to the amount of corrosion observed to the returned sensor this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.